Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that it was like they were having colon spasms. The patient turned the stimulation on this morning and now it had been fine. The patient did not fully understand everything and was educated on the usage of the device over the phone. The patient was on program 3 at 1.2 volts. The stimulation was currently on. The patient did not know if it was on or off yesterday. Her stomach and back hurt all day. Also, she had to run to the bathroom every few minutes. This occurred on (B)(6) 2016. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.